Event description:
It was reported that the customer was having difficulties charging the pump due to issues with the usb port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.